Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. H6 - clinical and investigation coding added. The following sections were corrected: h6 -clinical code 2374 investigation type 4118, findings 3233, conclusion 11 no longer applies should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm; (B)(6), 320-02-42 - rs expanded glenosphere 42mm, +4mm offset; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-15-06 - rs glenoid plate +10mm cage peg; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 531-78-20 - shouldr gps hex pins kit; (B)(6), a10012 - gps implant kit v2. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 64 yo male patient, whose left shoulder was initially implanted in (B)(6) 2024, and who was revised in (B)(6) 2024, due to the shoulder dislocating, underwent a second revision on (B)(6) 2025. The patient presented with component dissociation. The surgeon extracted and changed the humeral liner. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted product is not available for return. It was disposed of by the customer. No device images were available. No further information. September revision reported under MDR# 1038671-2024-03725.